Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The wife of a peritoneal dialysis (pd) patient reported to fresenius customer service that the patient was hospitalized for a staphylococcus (staph) infection from (B)(6) 2024 until (B)(6) 2024 when they were released to a rehabilitation (rehab) center. The wife had contacted fresenius to deactivate the patient's account. There were no reported allegations that the infection was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptoms of cloudy pd effluent. As a result, on (B)(6) 2024, the patient was hospitalized and had a pd culture obtained. Per the nurse, the pd culture grew the bacteria streptococcus oralis and streptococcus mitis (not staphylococcus bacteria as originally reported). While hospitalized, the patient was treated with unknown antibiotic therapy and underwent removal of the pd catheter (not a fresenius product). The patient was transitioned to hemodialysis for renal replacement needs. Subsequently, on (B)(6) 2024, the patient was discharged to a rehabilitation facility (as the patient also has an unrelated back issue that is pending surgery). The nurse stated the patient is recovering from the event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to this event. The nurse stated the patient denied a breach in aseptic technique during the pd exchange but that this is a likely potential source for this infection, particularly not wearing a mask.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with the peritonitis event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The patient¿s pd culture yielded growth of streptococcus which are bacteria that can be found in the mouth. Based on the reported information, it is likely that the peritonitis was attributed to a breach in aseptic technique (such as not wearing a mask) during the pd exchange

Event description:
The wife of a peritoneal dialysis (pd) patient reported to fresenius customer service that the patient was hospitalized for a staphylococcus (staph) infection from (B)(6) 2024. When they were released to a rehabilitation (rehab) center. The wife had contacted fresenius to deactivate the patient's account. There were no reported allegations that the infection was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptoms of cloudy pd effluent. As a result, on (B)(6) 2024, the patient was hospitalized and had a pd culture obtained. Per the nurse, the pd culture grew the bacteria streptococcus oralis and streptococcus mitis (not staphylococcus bacteria as originally reported). While hospitalized, the patient was treated with unknown antibiotic therapy and underwent removal of the pd catheter (not a fresenius product). The patient was transitioned to hemodialysis for renal replacement needs. Subsequently, on (B)(6) 2024, the patient was discharged to a rehabilitation facility (as the patient also has an unrelated back issue that is pending surgery). The nurse stated the patient is recovering from the event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to this event. The nurse stated the patient denied a breach in aseptic technique during the pd exchange but that this is a likely potential source for this infection, particularly not wearing a mask.